Event description:
It was reported that the patient had no improvement in seizures after implant of vns. A worsening in seizures was also experienced over the summer. The device was turned off at the request of the parents and consulting neurologist so they can pursue alternative treatments. Per reporter, the parents are aware that the vns can be turned back on at any time in case they feel the patient would benefit from it or alternative treatments do not work. No causal or contributory programming changes, medication changes, or other external factors preceding the onset of the event. Per physician, the patient has focal epilepsy so it has been difficult to control. Therefore, it was felt that she was a non-responder to vns. Seizure control has always been up and down and any improvements have been related to medication changes rather than vns changes. No exact reason for the increased seizures was given. No further interventions were taken or planned.